Event description:
(B)(4). Same case as: 2134265-2010-03623. It was reported that during a carotid stenting treatment procedure, the patient experienced jaw pain. The target lesion being treated was located in the right proximal internal carotid. The lesion was treated with a filterwire and placement of a carotid wallstent. During the index, the patient experienced jaw pain. No action was taken to treat the event. The event was successfully resolved without residual effects. The patient was discharged 1 day later.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)